Manufacturer narrative:
Visual inspection has confirmed that the screw fractured on the threads. The hex of the device has been stripped. The fractured portion of the screw has not been returned for review. Visual comparison to the drawing did not provide indication of a manufacturing deviation. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that the abutment screw (uniht) fractured upon insertion.